Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 07/09/2015 device evaluation: the pump has been returned to animas and evaluated on 06/24/2015 with the following findings: the black box data from date of the alleged event has been overwritten due to continued use of the pump. Pump reboot events were observed in the black box on 05/04/2015. There was evidence of moisture contamination on the battery cap contact hub. There were battery compartment cracks observed in the thread area and below the grip pad. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. An intermittent power event was not duplicated during the investigation. The pump failed a leak test due to a leak at the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was evidence of moisture contamination observed inside the pump.

Manufacturer narrative:
Follow up #1 05/13/2015 correction: the 510k number for this product is k042873.